Event description:
"Doctor reported that had an even that of a c-qur tacshield implant needed to be explanted."

Manufacturer narrative:
No device eval was performed since the device was not returned to the MFR. A review of the device history records could not be performed as no product code or lot number were provided. A review of the complaints database did not reveal any similar reports relating to a device failure.